Event description:
It was reported that the female luer of the catheter cracked. Upon removal of the catheter, it was noted that the tip of the venous lumen (from the last side hole) was not attached to the catheter. It is unknown how long the piece has been missing.